Manufacturer narrative:
This follow-up is being submitted to relay additional information. Below are the results of the investigation: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. Per package insert (B)(4) persona the personalized knee: pain is known adverse effect of the procedure. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices: persona femur trabecular metal cruciate retaining (cr) narrow porous catalog #: 42502206601 lot #: 64681532. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left knee arthroplasty revision to address tibial pain and possible osteolysis approximately one year post-operatively. The tibial component and articulating surface were replaced. Attempts have been made and no further information has been provided.